Event description:
Information received indicates all of the casters continue to swivel after the brake is set.

Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.